Event description:
Severe burns and bruising and blistering from your thermacare heatwraps. [Burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "severe burns and bruising and blistering from your thermacare heatwraps" on an unspecified date. The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment; based on the information provided, the events of "severe burns and bruising and blistering from your thermacare heatwraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "severe burns and bruising and blistering from your thermacare heatwraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Severe burns and bruising and blistering from your thermacare heatwraps./severe blistering/burning/bruising [burns second degree]. Case narrative:this is a spontaneous report from a contactable consumer. A 47-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number: t81952, expiration date dec2020, UDI number: (B)(4), from jul2018 to jul2018 at 1 heat wrap, number of hours: 2 for sore back. The patient medical history was not reported. The patient's concomitant medications were none. The patient previously used thermacare heatwrap. He did not experience same problem/symptom during previous use. He previously used other heat products for pain relief in 2018 for a few days. He did not previously experience a problem/symptom with one of these products. The patient stated "severe burns and bruising and blistering from your thermacare heatwraps" on jul2018. The patient was not currently under the care of a physician for any medical condition. He classified his skin tone as medium (neither light nor dark). He did not have sensitive skin. He did not have any abnormal skin conditions. He used thermacare 1 day in a row, 2 hours per day. He attached the adhesive to body. He was wearing thermacare for 1 hour when problems started. He did not engage in exercise while using the product. He checked his skin under the product while wearing thermacare after the 1 hour. He read the usage instructions on thermacare before you used the product. He did not consult a healthcare professional for the problems. The action taken in response to the event was permanently discontinued. Treatment was received for the event. The outcome of the event was resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (28aug2018): new information received from a contactable consumer included: patient gender. Additional information has been requested and will be provided as it becomes available. Follow-up (17sep2018): new information received from a contactable consumer included: patient data (age, gender), suspect product data (lot number, expiration date, UDI number, start date, stop date, dosage, indication, action taken), past drug, deny of concomitant medications, event onset date, treatment received and updated event outcome. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event of "severe burns and bruising and blistering from your thermacare heatwraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "severe burns and bruising and blistering from your thermacare heatwraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] severe burns and bruising and blistering from your thermacare heatwraps. [Burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date to an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient stated "severe burns and bruising and blistering from your thermacare heatwraps" on an unspecified date. The action taken in response to the event was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (28aug2018): new information received from a contactable consumer included: patient gender. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "severe burns and bruising and blistering from your thermacare heatwraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "severe burns and bruising and blistering from your thermacare heatwraps" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "severe burns and bruising and blistering." The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] severe burns and bruising and blistering from your thermacare heatwraps./severe blistering/burning/bruising [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A 47-year-old male patient started to receive thermacare heatwrap (thermacare lower back & hip) lot number t81952, expiration date (B)(6) 2020, UDI number (B)(4), (B)(6) 2018 at 1 heat wrap, number of hours: 2 for sore back. The patient medical history was not reported. The patient's concomitant medications were none. The patient previously used thermacare heatwrap. He did not experience same problem/symptom during previous use. He previously used other heat products for pain relief in 2018 for a few days. He did not previously experience a problem/symptom with one of these products. The patient stated "severe burns and bruising and blistering from your thermacare heatwraps" on (B)(6)2018. The patient was not currently under the care of a physician for any medical condition. He classified his skin tone as medium (neither light nor dark). He did not have sensitive skin. He did not have any abnormal skin conditions. He used thermacare 1 day in a row, 2 hours per day. He attached the adhesive to body. He was wearing thermacare for 1 hour when problems started. He did not engage in exercise while using the product. He checked his skin under the product while wearing thermacare after the 1 hour. He read the usage instructions on thermacare before you used the product. He did not consult a healthcare professional for the problems. The action taken in response to the event was permanently discontinued. Treatment was received for the event. The outcome of the event was resolved. Additional information received from product quality complaint (pqc) group included investigation results: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "severe burns and bruising and blistering." The cause of the burn, is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer included: patient gender. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from a contactable consumer included: patient data (age, gender), suspect product data (lot number, expiration date, UDI number, start date, stop date, dosage, indication, action taken), past drug, deny of concomitant medications, event onset date, treatment received and updated event outcome. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the event of "severe burns and bruising and blistering from your thermacare heatwraps" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "severe burns and bruising and blistering from your thermacare heatwraps" as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.